Event description:
It was reported that the patient came to the clinic with complaints of vertigo. The patient has had some rdr (rate drop response) episodes at night during sleep. Even though the doctor does not feel vertigo is due to device it was noted that the patient's physicians have been making medication changes, therefore, the doctor decided to increase the drop window of the device and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.